Event description:
The manufacturer received information alleging a ventilator's lcd screen had been damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's lcd screen was replaced to address the issue. The device had evidence of physical damage.